Event description:
On (B)(6) 2013, the patient¿s sister contacted animas and alleged the following: patient was found seizing and unconscious. Pump was removed and patient given glucagon. Paramedics were called and ems gave 1 amp of d50. Patient remained unresponsive so was transported to hospital and during transport given another amp of d50. Upon arrival to e.r., blood glucose (bg) was 117 mg/dl and they were going to monitor and send home when patient dropped to 22 mg/dl. Another amp of d50 was given in e.r. And then bg 1 hour later was still 24 mg/dl so admitted to ICU. Patient was given 2 turkey sandwiches during this time, applesauce 2 1/2 cup servings, gatorade and gingerale and still continued to drop. At time of call, patient is off pump and bg is now in the low 200 mg/dl - 260 mg/dl range. The patient is unable to communicate. Customer support (cs) reviewed pump with sister: not filling cannula when she changes sites; history of prime shows 1226 am that a prime and fill cannula was done since but patient was unconscious at that time and reporter does not remember doing this, nor ems doing this prime. Also patient is not using the advanced bolus menus only for ezbg. Patient has an iob of 5 hours but since she is not using this may be stacking insulin and unaware of the effects of alcohol with iob. Sister states patient has body images issues, rarely eats, and had alcoholic drinks with lunch. Patient has history of hypoglycemia but unknown if she had any severe lows in the last couple days leading up to this event. No recent changes in medications. Patient had flown to visit sister, but it is unknown if pump exposed to x-ray at airport. Cs advised sister that the pump will be replaced, and instructed family members to have patient call back for further trouble shooting. Cs instructed reporter them to not have patient resume pump but to go to an alternate insulin delivery method since prime history indicated a prime that per family was not done by patient, ems or them. This complaint is being reported because a patient on pump therapy experienced hypoglycemia and the issue of the pump priming without user intervention was not resolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: testing was unable to duplicate the reported complaint. The last basal delivery was recorded on (B)(6) 2013 23:50. A rewind was performed on (B)(6) 2013 00:33 followed by loss of prime due to pump not being primed after rewind. Several other rewinds followed by loss of prime due to pump not being primed after rewind were recorded in the black box; deliveries were never resumed. Tdd¿s prior to the event add up correctly and reflect the users programmed basal rate. Alarm history shows only typical usage. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. No alarms occurred during testing #5. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Unrelated to the complaint, the display screen has a pinkish contrast; the screen is still able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.